Event description:
It was reported that during a surgical procedure at the user facility, the unit would not stay inflated. There were no adverse consequences, no medical intervention and no surgical delay.